Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The provided imagery was reviewed by the clinical imaging team, and the following was noted: valve is under-expanded measuring 24.6 mm with 0.5 mm added for outer diameter at mid valve, there is severe halt/thrombosis, and there is trace central thv regurgitation. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned events for the trend categories. A review of the instructions for use/training manuals revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported halt, stenosis, and improper leaflet coaptation were confirmed based on the provided medical records and imagery. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, patient had a medical history of hyperlipidemia, diabetes and chronic kidney disease. Hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of thickened leaflets as reported. Additionally, diabetes and chronic kidney disease are well-known risk factors for developing bioprosthetic valve calcification/leaflet thickening. As such, available information suggests patient factors (hyperlipidemia, diabetes, chronic kidney disease) may have contributed to the reported halt. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could reduce the eoa (effective orifice area), resulting in stenosis. Therefore, available information suggests that patient factors (thickened leaflets) may have contributed to the reported valve stenosis. Additionally, the severe leaflet thickening/thrombosis can prevent proper leaflet coaptation. As such, available information suggests patient factors (thickened leaflets/thrombosis), may have contributed to the reported improper leaflet coaptation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 3 years and 4 months post implant of a 26mm sapien 3 ultra valve in the aortic position, the patient presented with congestive heart failure symptoms. The failure mode was stenosis; the valve was believed to have failed prematurely secondary to endocarditis. The patient underwent a valve in valve procedure and a 26mm sapien 3 ultra valve was implanted. The patient tolerated the procedure well and left the or in excellent condition. Medical records were received. Tte two months prior to the valve in valve procedure note severe aortic stenosis. Tte one month prior to the valve in valve procedure notes that cusp separation is reduced, mild regurgitation from the central coaptation point, av mean gradient 33mmhg, and ava vti 0.7 cm2. Preop visit states that patient was reporting fatigue and exercise intolerance. Cardiology progress note states that the patient has had a steady increase in transvalvular gradients. There was no evidence of endocarditis found in the medical records. The patient underwent a successful valve in valve procedure. Tee showed the new valve is functioning normally with no paravalvular leak. Tee and CT were reviewed by edwards lifesciences clinical imaging specialist. The thv leaflets are not well visualized, however, in limited views it was observed that the leaflets are thickened, especially at the base. A small filamentous structure attached to the leaflet with independent motion was observed. On the CT the valve is under-expanded measuring 24.6mm with 0.5mm added for outer diameter at mid valve. There is severe halt. It could not be determined if the valve failure was related to endocarditis based on the imagery provided.